Event description:
A customer called in reporting that after replacing retic stain solution and priming reagent they observed stain droplets inside front of the coulter lh 750 hematology instrument. Customer did not know which valve or tubing was leaking. The operator was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. There was no exposure to mucous membranes or open wounds. There were no injuries and no medical attention was sought. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control or risk management plan in place at the facility. There were no patient results affected and there were no erroneous results reported out of the laboratory. There was no death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
Per labeling, beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Fluids associated with this event are: blood, diluent, stain, and clenz. A field service engineer (fse) was dispatched on (B)(4) 2012. The fse cut back and refitted stain pump (pm5) tubing that was off at retic sample shear valve ((B)(4)). This fix resolved the issue. The cause of the leak was stain pump (pm5) tubing that was off at retic sample shear valve ((B)(4)). (B)(4).